Event description:
It was reported that this right ventricular (rv) lead passed through the mitral valve. A chest x-ray was performed and confirmed the misplacement of the rv lead into the left ventricular (lv) allegedly via a patent foramen ovale. At this time, the lead remains implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix mechanism was extended and dried blood was noted in the helix housing and lumen. A laboratory technician tested the helix mechanism and found it was functional, but sticky. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis could not confirm the clinical observations of misplacement of right ventricular (rv) lead and poor pacing threshold measurement as the lead was confirmed to be electrically continuous upon receipt.

Event description:
It was reported that this right ventricular (rv) lead passed through the mitral valve. A chest x-ray was performed and confirmed the misplacement of the rv lead into the left ventricular (lv) allegedly via a patent foramen ovale. Additional information was received, stating that surgical intervention was performed to repositioned the lead, but was unsuccessful due to poor pacing threshold measurements. The lead was explanted and replaced with another lead. No adverse patient effects were reported.